Event description:
Additional information reported confirmed that the implantable neurostimulator (ins) flipped. The patient had their ins location revised to the abdomen on (B)(6) 2012. Two extensions were used to allow for the relocation. It was noted that the ins flipped due to insufficient 'tacking down of ins." If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information indicated that the implantable neurostimulator (ins) had to be removed and replaced. The location of the ins made it too difficult to charge and patient's physician made the decision to change the ins.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator(ins) was in a state of discharge. The patient had been able to recharge their device in the past, but noticed a change in coupling the previous week. The patient met with their manufacturer and had zero coupling bars on their recharger. It was noted that it was difficult to palpitate the patient to assess pocket depth and orientation of the ins. The patient did not have x-rays performed, nor did they try a different patient recharger. After an unsuccessful troubleshooting session, the patient opted to have an ins revision as they wanted to change the pocket location from their upper buttock to the abdominal area. A revision surgery was scheduled for (B)(6) 2012, but personal issues prevented the patient from continuing forward with the surgery. Another revision surgery had not been scheduled as of the date of this report. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.